Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported the recharger wasn¿t working because it wouldn¿t charge, and they only had half of the charge. On (B)(6) 2016 the consumer called back and stated they were shaking because they were tired and didn¿t have the charge. Troubleshooting was performed on the phone which resulted in the consumer being able to get full coupling bars, and the recharger making a ¿clicking sound.¿ the healthcare provider (hcp) later reported the cause of the recharger not working was due to the device being left in a hot car and exposed to direct sunlight. After this the recharger was placed in a cool environment, powered off, and powered back on, and resumed its¿ normal function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.